Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the demo pump would not complete the rewind/prime steps. Review of alarm history showed multiple call service 070 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of call service alarms related to discharged battery being installed. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation was unable to duplicate the reported call service alarm issue. Unrelated to the reported issue, it was observed that the verify screen had a dim/discolored appearance and the threads on the battery cap were stripped. (B)(6).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.